Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high sodium (na) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. No erroneous results were reported out of the laboratory. Per the customer, na samples outside the validation range are held for manual review. The samples were rerun, producing lower results, which were reported out of the laboratory. The customer supplied two examples of the false na results, which were 163 mmol/l and 165 mmol/l, respectively. Each result recovered within the normal reference range upon repeat. Patient treatment was not affected in this event.

Manufacturer narrative:
At the time of the event, one level of qc was exhibiting imprecision. A field service engineer (fse) was dispatched and decontaminated the system. The fse also changed the tubing, carbon bridge, and the ratio pump. The fse then performed ise modification on the system.